Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly on a brand new insulin pump. The customer's blood glucose level was 115 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with a scrambled display due to a cold solder joint on the lcd board. Unable to verify the missing segments/partial display or button keypad unresponsive due to the scrambled display. The original battery cap fit and was removed properly in the battery compartment. No damage on the battery cap or battery tube threads noted. No damage on the keypad assembly noted. No unlocked lcd keypad connector during visual inspection noted. No blank display during testing noted. No damage found on the lcd isolation tape. The pump was received with a cracked reservoir tube lip.